Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 71 mm diameter abdominal aortic aneurysm. Another manufacturer¿s aortic cuff was implanted proximally as part of the planned index procedure. The endurant bifurcate was implanted 10 mm above the beginning of the aneurysm and then the other manufacture¿s cuff was implanted just below renal arteries. It was reported that four days post index procedure a CT revealed that the other manufacturer¿s cuff had a proximal type I endoleak. The physician suspected that the event is related to both medtronic bifurcate and other manufacturer¿s aortic cuff. Approximately one week later the physician implanted an aortic cuff and the proximal type I endoleak was resolved. Per the physician the cause of the event was due to patient vessel morphology. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.